Event description:
According to the facility on 05/31/2023 while the doctor was injecting contrast the syringe broke while in the user's hand.

Manufacturer narrative:
According to the facility on 05/31/2023 while the doctor was injecting contrast the syringe broke while in the user's hand. Per the facility there was no injury or follow up care necessary for the patient or doctor and they were able to use another syringe without any further issues. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.